Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-16005. It was reported the pt's ipg site was tender, and he felt pain on the right side of his lead incision that wrapped around to his ribs. F/u indicated the pt's lead incision had opened up. The physician prescribed bactrim, and the pt will f/u with the physician in one week.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.